Manufacturer narrative:
D9: date returned to mfg 1/31/2024. One sample was returned for evaluation. Visual inspection revealed no damage or other defects. Functional testing revealed a leak. The failure mode was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that 1-2 drops of infusion solution leaked out of the filter after connecting the parenteral nutrition. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.